Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Ventec reviewed the device system logs but no discrepancies were observed. Ventec also confirmed that the device would trigger a breath immediately following cough assist therapy, as expected. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the patient was unable to trigger a breath once they had completed their cough assist therapy. The ventilator behaved as though it was trying to provide breaths, but could not (i.e. No ventilation output). There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.